Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-may-2026, it was reported by a sales representative via email that three ar-1927psf-475 peek corkscrew ft anchors broke during insertion. This event was discovered during a procedure performed on (B)(6) 2026. There was no harm to the patient and no secondary surgical intervention was required. The procedure was completed with only a few minutes of additional operative time.